Event description:
Prior to starting a da vinci si surgical procedure, the user facility identified a cannula that was reportedly out of round and was scratching insulation from the instruments. No missing or fallen pieces were reported. The instrument reportedly was not used on a patient after the reported issue was identified and there was no allegation of harm or injury to a patient.

Manufacturer narrative:
The instrument was returned and evaluated. Engineering confirmed that the returned cannula was out of round. The 0.226 diameter gage pin would not fit through the distal end opening, suggesting an out of round condition. A small burr was found on the inner surface of the cannula tube near the distal tip. Engineering concluded that the damage may be due to mishandling/misuse. No other damage was found. The endowrist instruments instructions for use (IFU) specifically states: general precautions and warnings handle instruments with care. Avoid mechanical shock or stress that can cause damage to the instruments. The customer reported complaint does not itself constitute a reportable event; however, the reported malfunction if to reoccur could cause or contribute to an adverse event.